Manufacturer narrative:
D4 and h4: unique identifier (UDI), medical device serial and device manufacture date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the remote manager was not failed. User access to the remote manager was tested multiple times without issue, and functionality was verified using the hardware test application (hta). The latch was removed, micro switches were cleaned with a brass brush, and the harness was reseated. Although the pyxisbus cable was observed to be bent due to contact with the cabinet side, the connection was verified as intact. The system was rebooted, functionality was revalidated in hta, and application testing was completed. User and nursing staff were able to access the remote manager multiple times without any issues. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed. Emergency medications were maintained for patient care, but the recovery process was excessively time-consuming. There were no adverse events or injuries reported based on this event.